Event description:
The customer complained that the patient's temperature rose to 200 [sic] and the monitor did not alarm continuously.

Manufacturer narrative:
The customer stated that the temperature rose to 200 and the monitor did not alarm continuously. The philips response center clinical specialist explained to the customer the alarm functionality, and the different alarm configuration settings to accommodate user's preferences. Philips is aware that a patient's temperature could not rise to 200 degrees (f or c), but this does not change the customer's preference for having alarm reminders after an alarm is acknowledged (silenced). The customer stated that he will discuss the preferences with the nursing staff and decide on the appropriate settings. No other calls were logged by this site for this issue. The available information supports that there was no malfunction of the device, labeling, or design, but rather a user interface issue with the monitor's parameters. No other calls were logged and no further investigation or action is warranted. (B) (4).